Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. It was noted that the current cartridge was used for more than 72 hours, and technical support educated the caller on the recommended usage duration, which the caller understood and acknowledged. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.